Event description:
It was reported that shaft break occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon shaft suddenly broke while being delivered. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
Device analysis findings: device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device revealed multiple kinks as well as a break was identified on the hypotube shaft, 42.3cm distal to the distal end of the strain relief. No issues or damages with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. The balloon was not subjected to positive pressure. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The bumper tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of unintended use error caused or contributed to event. This code was selected as the most probable complaint cause based on the information available and the investigation results. Based on the event description the reported shaft break most likely occurred due to excessive force having been applied to the device while being delivered. As per IFU the user is noted to carefully advance the device. The unreported hypotube kinks noted during analysis most likely occurred as a result of an unintentional use error but the stage of procedure at which they occurred (during procedure/handling post procedure) cannot be established. B5-describe event or problem: updated. E1-initial reporter address 1: (B)(6). E1-initial reporter phone number: (B)(6).

Event description:
It was reported that shaft break occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon shaft suddenly broke while being delivered. The procedure was completed with another of the same device. There were no patient complications. It was further reported that the 80% stenosed target lesion was located in the mildly tortuous, and mildly to moderately calcified anterior descending branch. The shaft broke during attempts to advance to the lesion. The device was completely removed from the patient's body.